Event description:
The pt underwent a cataract extraction with intraocular lens implantation. Five days post-operatively, the pt developed endophthalmitis to the surgical eye. The pt was hospitalized under the care of a retinal specialist and was administered a vitreous tap with intravitreal antibiotics. It is unk if the event is product related. The lens remains implanted in the pt's eye.